Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section, update section and to provide the completed investigation. The actual sample was returned for evaluation. Visual inspection revealed that the blood inlet port on the oxygenator module had been broken off. There were not any other anomalies, such as a break, on the remainders of the device. Magnifying and electron microscopic inspections of the fracture cross-section of the blood inlet port did not find any foreign substance or air bubbles entrained and embedded into the material. The surface was found to be in the smooth state on some sections and in the rough state on other sections. On the smooth surface, some streaks were found to have been generated in one-way direction. This implies that the fracture of the blood inlet port started to occur at one point and developed in the direction the streaks. A current product sample was inspected in the state of being packed in the unit box for the locational relationship between the oxygenator module and the package's cushion materials. The blood inlet port on the oxygenator module was confirmed not to have any contact with the cushion materials. Reproductive testing was performed on a current product sample, in the state of being packed in the unit box, was dropped from 1.5m high. The unit box got damaged but the blood inlet port on the oxygenator module was undamaged. Based on the additional information about the involved customer's way of handling the actual sample; a current product sample was taken out of the unit box and dropped from 1.5m high with the blood inlet port on the oxygenator module facing to the ground. The blood inlet port got fractured. The fracture cross-section of the blood inlet port of the test sample was confirmed to be in the state similar to that of the actual sample. There is no evidence that this event was related to a device defect or malfunction. Based in the investigation findings, it is likely that the actual sample was exposed to some excessive shock force on the blood inlet port on the oxygenator module after the actual sample had been taken out of the unit box. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k130520 the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record and shipping inspection record of the involved product/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the blood-inlet connector on capiox fx25 the oxygenator was broken. This was determined during the setup procedure and pre-treatment, and there was no patient involved. The oxygenator was removed from the original packaging before assembly, and was stored in the designated cabinet. During the assembly process, for the setup procedure, it was noticed that the blood inlet connector was loose and on closer examination, it was noticed that it was broken.